Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Age & date of birth:. The patient was reported to be elderly. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility difficulties with the involved angio-seal evolution. The following information was provided by the user facility: the doctor performed a lower extremity; left cfa to right iliac and right saphenous vein, and ijv angiogram. He had planned to thrombolys the right sfa if possible. Due to tortuousity and severe calcification he had to end the procedure. The doctor deployed the first angio-seal evolution in the right saphenous vein and he felt comfortable doing so, since it was arterialized due to high pressure. He held manual pressure for 20 minutes and the bleeding stopped. The patient was reported to be safe and stable, the bleeding stopped. Blood loss was less than 250cc. There were no other devices or equipment reported to be used with the reported device. Hemostasis was achieved by manual pressure, no intervention was performed. Additional information was received on (B)(6) 2017. The doctor stated the case was tortuous/ severe calcification, and the doctor did not feel it was an actual issue with the product.